Event description:
A customer contacted beckman coulter regarding abnormal thyroid panel [hypersensitive htsh (tsh), thyroid uptake (t uptake), total thyroxine (tt4)] results from four (4) different pt samples that were generated by the access 2 instrument. The customer indicated that tsh and tt4 results were erroneously low and t uptake results were erroneously high. (See b6) the erroneous results for all 4 pts (a, b,c,d) were reported out of the lab and questioned by a physician. The customer re-tested the original samples for tsh, t uptake, and tt4, and the repeated results were in the normal range. Corrected reports were generated for pts a, b, c, and d. Based on available information, there has been no report of change to pt treatment associated with this event.

Manufacturer narrative:
The customer indicated that in 2007, they changed to wash buffer ii and then performed system check, recalibrated all assays, and ran qc. All results passed within specifications. Qc performed three days later and the following two days also passed. Per customer, no errors were received in the event log. The sample types were serum, collected between last month and the following month. After collection, the samples were processed, aliquoted in 12x75 tubes, and stored frozen. The samples are spun at 3,000 rpm, for 8-10 minutes. One day later, in the morning, the samples were thawed and tested. It was confirmed the correct rack/tube combinations were used for testing. The specimens were covered with parafilm and refrigerated in between initial and repeat testing. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse performed preventive maintenance (pm) to the instrument. The fse conducted type 1 verification and indicated that diagnostic testing failed. The fse verified volumes of dispense and aspirate probes which met specifications. The fse replaced transducer and performed necessary alignments. The fse repeat diagnostic testing which passed. The fse verified repair per established procedures and results meet published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.